Event description:
It was reported that it was loaded correctly however a thicker chunk of skin was taken despite the setting (full thickness rather than split). The event timing was during surgery. The event date is (B)(6) 2021 additional graft was need from the patient. No additional patient consequences were reported.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the device was out of calibration at all readings and the motor speed was below specifications. The device was recalibrated and the 3in and 4in width plates, bearing pack, motor, and seal were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.